Event description:
It was reported that a patient with an artificial urinary sphincter (aus) had experienced recurring incontinence for approximately 4 months. A replacement surgery was performed. There were no further patient complications.